Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent loss of ventricular capture and an increase in ventricular threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.